Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed, and device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) worked with users from the pharmacy team to address the issue. Fse replaced the half height control board and the retractor band. However, the half-height drawer lost its configuration. Later, the customer was able to resolve the issue by performing a reboot. The customer tested and verified that the drawers were functioning correctly. The system functioned as intended after the fse resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed, and device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.